Manufacturer narrative:
The reported issue was confirmed. The service rep replaced the bulk head connector and reattached internally disconnected probe wire harness to the new bulk head connector. He also repaired the m135ml/f133ml on the 130ml phantom. The system operates as intended.

Event description:
It was reported that the device displayed all zeros. The customer then tested the device with another scanner and received the 200ml¿s that should have been displayed. This occurred with multiple patients and multiple users. No patient injury was reported.